Event description:
The patient had no symptoms, and the low flow alarms resolved after the patient was stented.

Manufacturer narrative:
Manufacturer's investigation conclusion: the outflow graft obstruction was confirmed through the computed tomography images provided by the account, however, the extent of the obstruction could not be determined by the pictures alone. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. Examination of the submitted computed tomography angiography (cta) scans showed the compression of the outflow graft. The CT scan showed the side profile of the outflow graft inside of the bend relief. At the distal end of the bend relief, compression is evident by the areas of light grey inside of the bend relief. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the images alone. A specific cause for the obstruction could not be conclusively determined. Evaluation of the submitted log files confirmed low flow fault flags when the flow fell below the low flow threshold of 2.5 lpm to as low as 2.4 lpm. None of these fault flags lasted long enough to trigger low flow alarms. No other atypical alarms or events were captured in this log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted with a partial occlusion of the outflow graft due to jelly-like material between the bend relief and outflow graft. The patient had low flows. It was planned that the patient would be stented.